Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and found followings; the subject device was found to have third party bending rubber and light guide tube installed. The angulation was slack. The bending angle did not meet specification. The distal end cap was worn and dented. The light guide lens was damaged and adhesive was worn. The adhesive of the bending section rubber was detached. The endoscope connector had corrosion due to water leakage. The endoscope connector was deformed. The boot was damaged. The universal cord was dirty. The control section was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing for positive at three times by the user facility. And two of them was that following microbes were detected in the sample collected from the subject device. First time; (B)(6) 2021, klebsiella pneumoniae (22cfu). Second time; (B)(6) 2021, pseudomonas aeruginosa and stenotrophomonas maltophilia (114cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope s3paa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.